Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 260 mg/dl. Bg level was addressed with pump boluses. The customer stated that bg level was elevated due to not taking the correct amount of insulin for food that was consumed.